Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an afib persistent ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that during an afib case, a pericardial effusion was noticed. They reported they noticed a baseline pericardial effusion after they went transseptal. When the patient¿s blood pressure kept dropping, they checked with intracardiac echocardiography (ice) and confirmed the pericardial effusion was getting larger. Medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. Shortly after tapping the patient, a cardiothoracic surgeon was called, and the patient was taken to surgery. The patient was reported to be in stable condition. They stated the physician believes the effusion perforated on the cavotricuspid ishmus (cti) line. Additional information received indicated the adverse event was discovered during post use of bwi products. The physician¿s opinion on the cause of this adverse event is that it was the patient¿s condition. A pericardial tap and then sternotomy was performed. Outcome of the adverse event was reported as fully recovered. Patient required extended hospitalization due to adverse event because of the sternotomy. Transseptal puncture was performed with a baylis nrg needle. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase. High flow setting was used for the irrigated catheter. A smartablate generator was used and the correct catheter settings were selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used was graph, dashboard, vector, and visitag. Parameters for stability for the visitag module used, what parameters for stability were used was range: 2.5; force over time (fot): 3 and 25%, tag size: 3. No additional filter used with the visitag. Color options used prospectively was other.